Manufacturer narrative:
The root cause of the event was found to be consistent with air bubbles in the reagent. Based on the available data, a general reagent issue could be excluded.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2023, the initial hcg result was 3796 miu/ml. On (B)(6) 2023, a new sample was collected and the hcg result was > 10000 miu/ml. An auto-dilution was performed and the result was 20386 miu/ml. The doctor questioned the result as the patient had undergone an abortion after having a miscarriage and expected the hcg result to be lower. The customer repeated the first sample from (B)(6) 2023. The first sample's repeat result was > 10000 miu/ml. The sample was auto-diluted and the result was 84385 miu/ml.

Manufacturer narrative:
(B)(6). The investigation is ongoing.